Event description:
It was reported by customer that the tubing/extension set leaking when flushed, patient accessed with item (B)(6) 2022, found leaking 8/31/2022, deaccessed and reaccessed with new set by vans rn 8/31/2022. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.